Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and non-conformities were found.

Event description:
It was reported to nevro that the patient's leads eroded through the skin, which resulted in wound dehiscence. The leads were explanted and there have been no further reports of complications.